Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that high pacing thresholds, loss of capture, as well as undersensing on the right ventricular lead was noted. The lead was explanted and replaced. A possible lead fracture or a microdislodgment was the suspected cause of the loss of capture. The right ventricular lead will not be returned. No adverse patient effects were reported.